Event description:
The customer reported being unable to charge a low battery within the required time. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported being unable to charge a low battery within the required time. There was no reported patient involvement. The complaint is still under investigation. A follow up report will be submitted upon completion of the investigation.